Manufacturer narrative:
(B)(4).

Event description:
This device was explanted because the patient is possibly allergic to device and was causing the patient discomfort. The patient wanted it removed. The rep sent the patient home with an allergy kit to be tested. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was received and analyzed. The memory content of the device was inspected, showing a normal device function while implanted and in service. At a next step the device was subjected to an electrical analysis. A sensing test was performed and the device sensed the attached heart signals free of noise, proving the sensing functions to be as specified. The analysis revealed no indication of a device malfunction.